Event description:
During a cholecystectomy procedure, could not hold clips at the third firing. Another device was used to complete the case. There were no adverse consequences to the pt. No device returning.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. 510(k) is k864102